Event description:
It was reported that during a breast biopsy, after receiving multiple error codes the probe would not fire. The probe was removed and the pt rescheduled.

Manufacturer narrative:
Information anticipated, but unavailable at this time.